Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system would not automatically turn on during bootup. Upon troubleshooting, the third-party engineer identified that there was issue with the device's host pc. To resolve the issue biomed replaced the host pc and installed the software version. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the host pc would not automatically turn on during bootup and the customer had to press power button on pc. The device was outside of clinical use at the time of event. No harm has been reported to philips. Philips has started an investigation of this complaint.